Event description:
It is reported that pt experiences severe pain in hip. Pt has not been revised yet.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should add¿l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device reported will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was reopened on 2/19/2013 to enter additional information received on 2/14/2013. The manufacturer did not receive devices for review where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Since this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced in this report, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient underwent a revision surgery on the right hip on (B)(6) 2012 due to pain, fluid collection, elevated cocr levels, corrosion and loosening.

Manufacturer narrative:
Additional information was received on 6/24/2015. The devices were returned and the result of the visual examination has been made available. Visual examination: during the visual examination the durom acetabular component presented dark third body material collection in the scallops and circumferential fins. The metasul ldh large diameter head presented small amounts of light scratch marks possibly originating from articulation. The metasul ldh head adapter showed no scratches, corrosion, or signs of malfunction. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number on this file is (B)(4).